Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and annular calcification. The first clip was deployed without complication. It was noted that after deployment of the second clip, the clip became a slda due to patient anatomy. No further treatment was provided. The procedure was completed with a resulting mr of grade 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment) was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.